Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. The initial reporter is a central sterile lead. The procedure was completed and the event took place during reprocessing after the procedure. There was no delay in any procedure because of this event. There was no leaking associated with this event. The equipment is inspected before use. The minimum effective concentration is checked everyday. The last preventive maintenance was in january 2020.

Manufacturer narrative:
The issue of the device was that fluid was being left behind in the reprocessing basin. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no repair history for the device. Confirmed cleaning fluid remains in the reprocessing basin due to drain pump malfunction. It is likely that the malfunction of drain pump led to cleaning fluid remaining in the reprocessing basin as the fluid was not being drained or the drain hose may have been installed wrongly, which prevent normal draining.

Manufacturer narrative:
Due diligence is executed for this event. Event date is not known. Supplemental report(s) will be filed any information becomes available. This device required the field service engineer (fse) to repair on site. The fse pulled all of the logs, and ran several rinse cycles with no issues; no low water pressure was observed. Running wash cycles showed an air leak in the alcohol cap connector which was found to be loose. The issue of water being left in the basin could not be duplicated. The .2 internal filter was marked new (B)(6) 2020, but the only wsp disinfect cycle run was (B)(6) 2020 per the logs. The date/time of the oer was a day and several hours off. The switching valve, main board, drain pump, and fluid level sensor were replaced. This unit already has a newer style pump and screws. Equipment repaired and verified according to OEM instructions. The device test cycles were run successfully. Software attributes have been verified and confirmed. Equipment passed the electrical safety test.

Event description:
As reported for this event, during reprocessing, in the last 14 minutes, the device had fluid remaining in the basin intermittently without any error code generated. There is no patient involvement. The tub fluid sensor is cleaned with alcohol daily. The mesh filters are clear. An air purge to drain the basin was performed and the basin drained. The air purge function was aborted after the basin drained. The device proceeded with the rinse function and the observation was that with 1/2" of water in the basin and the device began to fill the basin again. The basin was not completely drained before each fill. There was no kink in the drain pipe and the drain pipe was not sitting in water. The errors e01, e06, and e73 were observed. The e01 and e73 errors be a sign of low water pressure. Running a rinse with the pre-filters caused the gauges on the unit to drop to 10psi. The filters were then removed out of the pre-filter unit. The internal filter is replaced every 30 days, as necessary when the filters are removed from the pre-filter unit. The status of the water line disinfect procedure that needs to be performed post replacement of the filters is not known.